Manufacturer narrative:
Only the polymer coating to the whisper wire was returned to abbott vascular for analysis. The reported polymer separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the polymer coating separation. It is possible that during use of the whisper wire, the wire became tangled or managed. Further manipulation during use resulted in the polymer separation from the core possibly remaining in patient; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI is unknown because the part and lot number were not reported.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery. During use of a ht balance middleweight (bmw) hydro guide wire, the coils separated and a portion of coil remained in the patient. There was no reported resistance during advancement and the issue wasn't noted until a balloon was placed for dilatation. The separated portion was retrieved via snare. Reportedly, the core remained intact. The patient received an extra 3000 ml of heparin due to the increased fluoroscopy and contrast. There was no adverse patient sequela. The bmw hydro was returned with two sections of unknown plastic or polymer and the core was separated. Follow-up with the site determined that a small portion of the guide wire remains in a small diagonal artery and was not retrieved. It was likely a whisper guide wire from which the unknown plastic/polymer detached from. As polymer cannot be seen under fluoroscopy there is the potential a portion remains in the patient. No additional information was provided.

Manufacturer narrative:
The UDI number is unknown as the part and lot number were not provided. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.